Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a device changeout procedure, oversensing/ noise was observed on the right ventricular (rv) lead. The lead was cut, capped, partially explanted and replaced. No patient complications have been reported as a result of this event.